Event description:
The patient received her scs system, including an ipg, on (B)(6) 2006. It was reported that the patient had not used stimulation in 1.5 years. She allegedly tried using the stimulator again, but there was no output. Diagnostic tests exhibited high impedance readings on all lead contacts (reference manufacturer reports: 1627487-2011-00433 and 1627487-2011-00434). The physician explanted and replaced the ipg with a competitor model on (B)(6) 2011. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.